Event description:
Received transfer patient from pacu with an aldrete score of 8 out of 10. IV fluid lr as bolus was in progress while in transit from the pacu. Upon arrival, the pca machine malfunctioned. The door was ajar and screen displayed "electrical malfunction." Staff attempted to correct the problem with dilaudid 1.8 mg/hr to prescribed 1.2 mg/hr. Dilaudid was administered at 0.2 mg/hr, and there was an overall delay of 10 minutes.